Manufacturer narrative:
The insulin pump had constant motor error alarms during rewind due to out of phase motor encoder signal. We were unable to confirm excessive no delivery alarms due to motor error alarms. The insulin pump had a cracked reservoir tube lip noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call by customer's son that the insulin pump alarmed no delivery. The customer's blood glucose was 119mg/dl. The alarm occurred during a battery change. The customer was advised the insulin pump will be replaced and revert to back up plan.